Manufacturer narrative:
Concomitant medical product: 5076-45 lead implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and high impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.